Event description:
It was reported that the device reached recommended replacement time (rrt) unexpectedly. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt) unexpectedly. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was also collected from the device and has been analyzed. Time of rrt in save to disk on (B)(6)-2012 device rrt<(><<)>=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6)-2012. A 1-low battery voltage alert on (B)(6)-2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.